Event description:
It was reported through a call from the patient's clinic that there were questions about the patient's right ventricular (rv) lead as it relates to t-wave oversensing and possible causes. Troubleshooting suggestions were made. Follow-up with the clinic indicated they decided to continue monitoring the patient at this time. There were no changes made or interventions performed. The patient's system remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694965 lead, implanted: (B)(6) 2006; ddbb1d1 ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was further reported that the patient's right ventricular (rv) lead was capped and replaced. There were no concerns with the lead and it is considered useable. No patient complications have been reported as a result of this event.